Event description:
The caller reported that the quick bolus/wake button on their pump was difficult to press, requiring multiple attempts to turn on the screen. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller on how to press the button properly and, despite the device turning on, the caller continued to experience difficulty. Consequently, technical support decided to replace the pump.